Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when attempting to load the supplies on the pump, the customer was not seeing drops of insulin exit the end of the tubing during filling. Reportedly, the customer filled the tubing with 40 units of insulin and it usually only takes 18 to 20 units of insulin to fill the tubing. The customer's blood glucose level was 173 mg/dl, the customer stated the supplies would be changed and a bolus would be delivered. The customer was able to successfully change the cartridge and tubing and verified observing insulin dripping out of the end of the tubing.